Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient experienced a loss of stimulation which occurred daily. The patient was "more active than usual and that's when the pain started" on (B)(6) 2015. The patient experienced a sudden increase in pain. The stimulation did not change with positional movement. The patient checked his device with his patient programmer (pp) and it showed that the stimulation was on. The patient has been having a lot of pain lately and has been carrying the pp with him, but has now lost the pp. The pain has been happening since over this past weekend, it's been bad. The patient told a company representative (rep) about this two weeks ago and the rep was going to meet the patient today at his health care providers (hcp). The patient's hcp reported two days later that adjustment of stimulation was performed to troubleshoot the loss of stimulation. The cause was not determined, however, the problem was resolved.